Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been peeing their pants for the last couple of months, even when they cough. They also cannot feel the stim, they are used to feeling a shock when they move a certain way, but they no longer feel that. Helped caller connect to ins and increase stim, they were feeling stim in the leg. Advised the caller to try a different program. They were able to feel that one in the bicycle seat area. Caller will maintain stimulation and adjust as necessary.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.